Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting, and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 21, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 21, 2024.